Event description:
It was reported that 5 5 ml bd luer-lok¿ syringes sterile, single use experienced scale marking issues. The following information was provided by the initial reporter: during inspection, defective markings were found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/8/2021. H.6. Investigation: five loose 5ml syringes were received and visually evaluated. All 5 syringes were observed to have missing print of rejectable quality. The missing print ranged from entirely blank barrels to partially missing. No scuff marks or damage were observed, indicating the print was not properly applied during the marking process. Potential root cause for the missing print defect is associated with the marking process. .the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 5 ml bd luer-lok¿ syringes sterile, single use experienced scale marking issues. The following information was provided by the initial reporter: during inspection, defective markings were found.